Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant when the leads were connected to the device, upon lead testing, the lv threshold was significantly increased from testing through the psa. Several vectors were attempted, and all were higher. The physician decided to get a new device. No patient consequences.

Manufacturer narrative:
Correction: (date of implant) and (date of explant) - please remove the implant and explant dates as the issue was noted during initial implant procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.